Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08715 inches. No cosmetic damage noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer was admitted into hospital as a result of high blood glucose level. Time and date of hospitalization: (B)(6) 2018, at 6:00 pm. Blood glucose value when admitted to hospital: over 500 mg/dl. Customer's blood glucose value was 600 mg/dl at the time of the incident and current blood glucose was 101mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus shots. Customer will be returned device for analysis.